Manufacturer narrative:
Other, other text: d3, g1,2 email is: (B)(4). H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer had a decannulation due to a break in the trach flange "(left hole)". This trach was inserted on the resident on (B)(6) 2023. There has been no report of patient injury or no observable clinical symptoms or a change in symptoms identified in the patient.